Manufacturer narrative:
During a follow-up call on 6/08/2017, the customer confirmed that the insulin gauge began to decrease as expected. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 480 units of insulin, and remained static at 125 units. At the time of the reported event, the customer declined to reload the existing cartridge and confirmed that the existing cartridge would continue to be used. The customer's blood glucose level was 107 mg/dl.